Event description:
The customer reported that speaker malfunction inop message was displayed and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.